Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. However, the implants in this article were used in a cementless construct, and it is noted that the cementless construct is off-label use. This report is number 1 of 3 mdrs filed for the same patient (reference 0001825034-2016-05332/0001825034-2017-00516/0001825034-2017-00523).

Event description:
It is reported in a journal article that a patient underwent a tendon repair, tendon transfer, and intrinsic release procedure at 2.8 months post-implantation of total wrist arthroplasty due to wrist imbalance with tendon ruptures and excessive radial deviation. No further information available.

Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported in a journal article that a patient underwent a tendon repair at 2.8 months post-implantation. Patient reportedly underwent irrigation and debridement approximately 4.7 months post-implantation due to infection. Finally, all components were removed and replaced with cement spacer molds approximately, 8.1 months post-implantation due to infection.